Event description:
The pt was implanted with a trial lead on (B)(6) 2011. Following the procedure, an open circuit error message was displayed on the trial stimulator. A diagnostic test revealed high impedance measurements for several lead contacts. In an effort to resolve this matter, the pt was reprogrammed using the functioning contacts. No further issues were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.